Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 449 mg/dl. Customer had current blood glucose value of 449 mg/dl. Customer was assisted with troubleshooting. Customer did not had any symptoms related to high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.